Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer experienced an application crash, upon initiation of device interrogation. It was further reported that the programmer subsequently became unresponsive, following completion of device interrogation. The user closed the application. The programmer remains in use. There was no patient involvement.